Event description:
It was reported that an occlusion alarm occurred that caused the continuous glucose monitor to read "high," with the highest confirmed blood glucose reading being 300 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed pump supplies to address the issue.